Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory pressure transducer printed circuit (pc) board was replaced and returned for investigation. The failure was confirmed at the reported date of event in received device logs. Visual inspection was performed in our lab for the received expiratory pressure transducer pc board and the inspection did not reveal any discripancy. The reported failure could be reproduced during pre-use ckeck test when the received expiratory pressure transducer pc board was tested in a test ventilator system. The conclusion is that the reported internal leakage test failure was due to defective expiratory pressure transducer pc board.

Event description:
Manufacturer ref. #: 214359.